Event description:
Customer received a suspected false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(6), lot: 30886g, reader sn: (B)(6). Repeat cue covid-19 tests performed on (B)(6) 2023 and (B)(6) 2023 provided negative results. Customer tested negative with multiple binaxnow antigen tests (exact frequency and dates of testing not specified). Customer had no known exposure but was experiencing a sore throat. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were five previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.